Event description:
Staff member preparing to start IV in patient with bd nexiva # 18. Performing step #6 of loosening catheter from needle noticed grinding type sound and can feel resistance. Did not insert this catheter in patient. New catheter obtained. Issue occurring randomly from same lot number. Second staff member had same issue.